Event description:
It was reported that the insulin pump alarmed motor error during a basal delivery. The caller also reported that the insulin pump alarmed no delivery. The caller did not know the blood glucose reading. The customer did not observe any significant events leading to the alarms. The customer was able to complete the rewind sequence. The caller stated that the customer tried to connect back to the insulin pump but the device kept alarming motor error. The device had not been exposed to a strong magnetic field. The caller was advised that troubleshooting could not be performed due to the multiple motor error alarms. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.